Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic hysterectomy. . Event description: indication ended positively. No remains of the trocar in the abdomen. According to the user, this happened because the dissector got caught on the lower end of the trocar when it was removed. The damaged trocar was disposed of in the clinic after the operation. Intervention: fragment was retrieved. Patient status: indication ended positively. No remains of the trocar in the abdomen.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, however a picture of the event unit was provided. Visual inspection confirmed that the cannula tip had fractured, as a fragment was missing. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. However, based on the description of the event, it is likely that the damaged cannula tip was caused by contact with an instrument during the procedure.

Event description:
Procedure performed: laparoscopic hysterectomy event description: indication ended positively. No remains of the trocar in the abdomen. According to the user, this happened because the dissector got caught on the lower end of the trocar when it was removed. The damaged trocar was disposed of in the clinic after the operation. Additional information received from applied medical representative via email on 12-aug-2021: the port was inserted during a laparoscopic procedure. The incident occurred while an instrument was being inserted through the port and the user bumped the port during insertion. Intervention: fragment was retrieved patient status: indication ended positively. No remains of the trocar in the abdomen.